Event description:
The customer stated that she was hospitalized due to hyperglycemia. The customer's blood glucose reading was 110 mg/dl at the time of the report. Troubleshooting was performed. The prime and self tests passed. A tubing clamp was not available to perform the high pressure test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.